Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had to charge the ipg more frequently and in a longer period of time. It was also noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.